Manufacturer narrative:
The steris service technician inspected the sterilizer and observed that the door of sterilizer was open 180 degrees and had hit the adjacent wall. Damage to the equipment was found: the panel on which the pressure gauges are mounted had fallen, the door gasket was lying on the floor and the machine had moved about 4". Further inspection found a broken door bolt, several brackets attaching the door handle to the door were deformed by the impact of door against the wall, and the door close proximity switches of the sterile side door and door lock proximity switch of the sterile side door were not working. Review of the cycle printout showed that a door pressure failure alarm occurred after the air purge phase as steam was entering the sterilizer chamber; the printout showed a pressure of 4.1 psi inside the chamber before the door pressure alarm occurred. The sterilizer was repaired following the reported event by 1) repairing the deformed frames and back, 2) realigning the door to the correct position, and 3) replacing the door proximity switches for both doors and the pressure switches and I/o boards #1 adn #2. The sterilizer was tested after the repairs, found to be operating properly and placed back into service. The cause of this event is currently under investigation; additional information will be provided as available regarding the cause of this event

Manufacturer narrative:
Investigation of the event determined that this incident occurred due to the occurrence of multiple failures. First, the noe (non-operating, sterile side) door on the opposite side of the sterilizer was partially closed and was not locked when the cycle started which allowed the door to be forced open when the steam pressure in the sterilizer reached 4.1 psig. Second, the controller inputs at the time of the event showed that noe door proximity sensors did not record that the noe door was not closed and locked as they should have been. As a result, it is concluded that the noe door proximity sensors were not functioning properly; otherwise the sterilizer controller would not allow a cycle to start. Review of complaint records showed that no similar complaints have been received; it is concluded that this was an isolated event.

Event description:
Shortly after the start of a gravity steam cycle, the user facility technicians working on the non-sterile side of the steam sterilizer heard a loud sound and observed the sterilizer move slightly from its position. Upon entering the sterile area steam was observed and the sterile side door of the sterilizer was open and the contents of the sterilizer (cotton balls) were lying on the floor of the sterile area. No injuries and no procedure delays or cancellations were reported.